Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: during the da vinci abdominal hysterectomy bilateral salpingo-oophorectomy procedure, the patient's bladder was injured.

Event description:
As part of a legal mediation effort, on (B)(4) 2013 intuitive surgical received information including medical records, of a patient who had a bladder injury during da vinci si hysterectomy and bilateral salpingo-oophorectomy procedure that was performed on (B)(6) 2011. During the procedure, the surgeon noticed a 1.5-2cm rent (cystotomy) in the posterior aspect of the bladder. The surgeon made the decision to convert the procedure to open surgical procedure in order to get full exposure. The surgeon ordered a urological consultation to address the bladder injury. The consulting surgeon then performed a repair of the bladder rent. The surgeon irrigated the abdomen and hemostasis was assured. A drain was placed in the posterior cul-de-sac. No further complications were noted. The patient was discharged on (B)(6) 2011 with a jp drain for wound drainage and a foley catheter for urinary drainage, both which were removed by (B)(6) 2011. A cystogram on (B)(6) 2011 showed no visualized bladder leak. At the patient's recorded last post-op visit on (B)(6) 2011, the surgeon cleared the patient and stated that no further follow up was necessary. The patient has not had any additional medical treatment. The operative report does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. No further clinical information was provided about the patient's current status.